Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during visual inspection of the pump, it was observed that no dim or faded display screen was observed. Therefore the initial complaint was not duplicated during the investigation. The display had a normal resolution and contrast. The pump was opened and no damage to the display connector or display flex cable was found and the display latch was secure.